Event description:
It was reported that they were getting an gate banding lines, resulting in the patient having to be re-exposed. It was determined that the array needed to be replaced. Once this was done the sytem is working as intended.